Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue, and there was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the malfunctioning pump, which was under warranty, with a new one. The customer received instructions to place the old pump into storage mode before returning it and advised that they need to transfer settings and connect their cgm to the new pump. Additionally, shipping details were confirmed, and the customer understood and acknowledged the instructions provided by technical support.